Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("cramps"), genital haemorrhage ("bleeding") and headache ("headaches"). The patient was treated with surgery (hysto.). Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown and the abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, genital haemorrhage, headache and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: cramps, headaches, bleeding. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("headaches") and abdominal distension ("look 5 months pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event bloating was added. Event medical device removal deleted. Surgery added to abdominal pain lower. Event abdominal cramps updated to cramps in lower abdomen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital bleeding ("bleeding"), headache ("headaches"), abdominal distension ("look 5 months pregnant"), bleeding genital ("heavy bleeding"), pelvic pain ("chronic pelvic pain") and sexual dysfunction ("sexual disfunction") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and genital bleeding had resolved and the headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital bleeding, headache, pelvic pain, sexual dysfunction, uterine leiomyoma and bleeding genital to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received: information receive via social media new events added genital haemorrhage, fibroids, pelvic pain and uterine leiomyoma reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.